Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Additional info: due to character restrictions in block e1 initial reporter: (B)(6). A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the period of an evaluation, fse was unable to duplicate the issue related to the "gas loss alarm" but removed "condensation" for the "pim". Then, the fse further performed the checkout of a unit in which the unit had passed all the functional and safety tests, and after that, the equipment worked according to the manufacturer's specifications. There was an involvement of the patient during this incident. No patient harm reported.

Event description:
It was reported that during use on a patient, the cardiosave intra aortic balloon pump (iabp) unit had an issue regarding the "gas loss alarm and condensation removal from pim". There was no patient harm reported.